Event description:
Additional information received from the healthcare professional reported the cause of the infection was not determined. Diagnostics included a wound culture which indicated (B)(6). Actions/interventions taken included antibiotic treatment and ceftridxone.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID :3389s-40, lot# va12rcd, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va12rcd, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va12rcd, explanted: (B)(6) 2016, product type: lead. Product ID: 3389s-40, lot# va12rcd, explanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare professional reported post-operatively on (B)(6) 2016 there was an infection. There was a full system removal, the implantable neurostimulator was explanted on (B)(6) 2016 and the extensions and leads were explanted on (B)(6) 2016. The issue was not resolved. The patient's indication for use is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.